Event description:
It was reported that a pt complained of back pain following a cervical radiofrequency ablation. The pt returned for a follow-up exam less than 1 month later with continued pain so the doctor gave them multiple pain blocks. According to the surgeon, there was no indication of problems with device during the procedure.

Manufacturer narrative:
The device has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.